Manufacturer narrative:
The pod was received with the needle mechanism deployed and needle retracted. No issues were found in the device that would cause needle mechanism failure. The device ran for 1781 pulses before getting deactivated. Although the needle mechanism was deployed, soft cannula was not visible from external view. After opening the top housing, the soft cannula was found to be damaged (cut-off) near the nail head in slide insert. It could not be determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 600 mg/dl while wearing the pod between 36 and 48 hours on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod and gave correction bolus.